Event description:
It was reported that the 9800 system cine drive was damaged. No pt injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation. A follow-up report will be filed when additional details become available.